Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that poor knife cutting performance was noted during surgery. An alternate knife was obtained in order to begin the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. Two unopened knives in blisters were received for the report of poor cutting performance. No used samples were returned for evaluation. The samples were examined per facility procedure and were found to be visually conforming. Penetration testing was performed on both samples. Test results (in grams of force): sample #1=57.6, sample #2 - the blade tip was damaged during testing invalidating the penetration test results. The maximum allowable penetration test spec was 75 grams of force. For this complaint file, the final customer lot was identified. A review of the related device history records has been performed and no anomalies were found. The product was released based on the product's acceptance criteria. Why the complaint blade had poor cutting performance as described in the complaint cannot be determined from the evaluation. With the exception of the damage that occurred during testing of the unopened returned samples, all visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).